Manufacturer narrative:
D10/h2/h3/h6: two enclosure chargers were returned for analysis. The first one, lot # rev. 2 : s/n (B)(6), was analyzed and the failure was confirmed. The charger enclosure passed visual inspection and was installed in a test system. The system did not power on. There was no power to the ias computer and the batteries would not charge. Previously submitted codes 10, 120 and 4307 are applicable. The second charger enclosure, lot # rev. 1 : s/n (B)(6), was returned and analyzed. The charger enclosure wsa lightly dusty and matted on the fans. It was cleaned and installed in a test system. The system initialized. Generator, communication, charging and motion readied. 2d and 3d imaging was successful. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system for an event outside of procedure. The site requested a system checkout because when they went to move the system and unplug the mobile viewing stations (mvs) from the image acquisition system (ias) batteries went from fully charged to draining rapidly. The issue was discovered outside of a case when they were moving the system from storage to the operating room (or). No patient was present.

Manufacturer narrative:
H2: additional information was received. B5 was updated. H2/d11: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000175 enclosure charger, lot # rev. 1 : s/n (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that replacement enclosure charger was bad at install.

Manufacturer narrative:
H2/h3/h6: the system was serviced in the field and failed imaging modalities tests. Battery tray 3 was measuring at 18vdc and the charger card error was reported in the logs. The charger enclosure and battery tray 3 were replaced which resolved the issue. The system was then operational. Codes 10, 120 and 4307 are applicable. H2/d11: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000175 enclosure charger kit svc o2 bi71000163 tray asy 4 battery medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.